Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6).operative report. Preoperative diagnosis: 1. Biliary colic with low gallbladder ejection fraction. 2. Incisional hernia. Postoperative diagnosis: 1. Biliary colic with low gallbladder ejection fraction. 2. Incisional hernia. Procedure: 1. Laparoscopic cholecystectomy. 2. Laparoscopic lysis of adhesions. 3. Laparoscopic incisional ventral hernia repair with gore dualmesh plus. Assistant: yuhsin wu, md. Anesthesia: general with endotracheal intubation. Estimated blood loss: 25 cc. Blood products: none. Intravenous fluids: 2 liters of crystalloid. Urine output: 105 cc. Counts: sponge and needle counts correct. Condition on discharge: stable. Mesh: 12 x 16 cm gore dualmesh plus. Indications: the patient is a 41-year-old woman who has a history of a prior right hemicolectomy for a goblet cell carcinoid tumor of appendix. Postoperatively over the past 6 months or so she has had some abdominal pain and was noted to have developed a hernia at the umbilical area at her prior hand port site. Also, the nausea and symptoms were suggestive of biliary dyskinesia. She had an ultrasound which showed no stones but her gallbladder ejection fraction was low, suggestive of some gallbladder dysfunction. She also has a strong family history of the women in her family at her age having biliary colic. Description of procedure: ¿the patient was brought to the operating room, placed in the supine position. General endotracheal anesthesia was administered. Foley catheter and an orogastric tube were placed. The abdomen was prepped and draped in the sterile fashion with chloraprep. Universal protocol time-out was performed. We started by placing a hasson balloon port in the left lower quadrant under direct cutdown approach. The hasson was placed and the abdomen was insufflated to 15 mmhg pressure. We placed another 5-mm port along the anterior axillary line on the left and another one on the right anterior axillary line on the right. An epigastric port was placed below the xiphoid, a 10-12 mm size port. With this we were able to identify the adhesions and the omentum up in the hernia. We took down the omentum off the anterior abdominal wall. I would also note that we did see an area of fat necrosis corresponding to a mass within the omental tissue on the CT scan. This was adherent to the anterior abdominal wall and brought down. We elected to leave it in place after we had released it from the anterior abdominal wall. The rest of the omentum was brought down and we could see a hernia which was about 7-8 cm in width by about 10-12 cm in length. It had multiple components to it right around the umbilical area. We began by doing our cholecystectomy. We grasped the gallbladder at the fundus and then brought the adhesions off bluntly. We scored the peritoneum and identified the cystic duct. This was identified actually coming off the common bile duct but we could see clearly where it entered into the gallbladder. We placed two medium hemoclips on the cystic duct and one on the gallbladder side and divided it. The cystic artery was identified, double-clipped and divided as well. We then took the gallbladder up from below, taking it off the liver. The gallbladder having been completely detached, we had a little bit of bleeding in the gallbladder bed which was easily controlled. We irrigated and there was good hemostasis and no evidence of any bile leak. The gallbladder was put in an endocatch [sic] and brought out through the left lower quadrant port incision. We re-insufflated the abdomen and then measured out a piece of dualmesh gore-tex approximately 12 x 16 cm in size. We placed four prolene stitches on the two sides and superiorly and inferiorly, and placed it in the abdomen. We made sure that the marlex side was up and we placed four stab wounds at the 12, 3, 6 and 9 o¿clock positions. We then used these to grab the prolene sutures and pull them up so that the mesh would be taut and covered the hernias completely. We then used a covidien tacker and secured the mesh circumferentially a few cm outside of the hernia defects. The mesh lay nicely and flat against the anterior abdominal wall and we had good hemostasis from all the port sites. All the port sites were closed with absorbable suture using the carter-thomason device for all but the entry site which was closed under direct vision with three layers of absorbable suture. 4-0 monocryl and steri-strips completed the closure. The patient tolerated the procedure well and we were preparing for her to be extubated at the time of this dictation.¿ (B)(6) 2012: (B)(6). Implant record. Material name: graft dualmesh 1 x 18 x 24. Manufacturer: gore. Ref #: 777428. Model #: 1dlmcp06. Serial #: [ni]. Lot #: 6935983. Quantity: 1. Size: [ni]. Body site: abdomen. Expiration date: 06/30/2012. Comments: for ventral hernia repair (laparoscopic). The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/6935983) was implanted during the procedure. (B)(6) 2014: (B)(6). Operative report. Pre-operative diagnosis: ventral hernia with painful mesh. Post-operative diagnosis: same. Operation: explantation of mesh with repair of ventral hernia with implantation of stratus graft 10 x 16. Assistant: reema bawab, pa. Anesthesia: general. Procedure: description of operation: ¿the patient was brought to the operating room and prepped and draped in the usual manner. A midline incision was made. Dissection was carried down through the subcutaneous tissue a hockey stick extension around the hypogastrium was made. Dissection was carried down to the midline fascia where the fascia was extremely parted onto the mesh itself in this area. Dissecting the tissue off the mesh we started to encounter at the superior area the staples and removed the corkscrew like ring devices that were holding the mesh in place. We went in circumferential fashion bringing the fascia up off of the mesh entirely. The mesh was seen to configure itself upward puffing up through the center. Reaching and releasing the mesh from the overlying tissue we extracted 54 screw devices from the mesh. We then removed the mesh entirely from this area, lysing adhesions of the omentum to the mesh into the area about the mesh. We then brought a stratus dermal graft onto the table. We freed the anterior fascia from the overlying fat tissue to give us extra length in this area so that we could bring the muscles together under very little tension placing the stratus graft then back past mid muscle on both sides and anchoring that with through and through prolene sutures. Once the graft had been placed and anchored with the sutures approximately 1 ½ centimeters apart, when we brought the fascia back together it came to muscle in the midline. Finally a running #1 pds was used to bring the muscle together. It was placed in horizontal mattress fashion turning the corners in and butting the muscle against muscle throughout the length of the incisional area. A second suture was then placed in whipstitch fashion over and over to anchor that and finally the subcutaneous tissue was approximated using interrupted triple 0 vicryl sutures. The skin was closed using a running subcuticular 3-0 prolene suture. The drain which had been exited via separate stab incision was anchored to the kin using a double 0 silk. The patient was then dressed, awakened and returned to the recovery room in satisfactory condition. The patient tolerated the procedure well.¿ (B)(6) 2014: (B)(6). Peri-operative progress record. Implant sticker. Strattice. (B)(6) 2014: [missing records: a pathology report detailing analysis of the device removed during the 05/27/14 procedure was not provided.] (B)(6) 2014: (B)(6). Consultation. Medical management in postoperative period. Surgery yesterday. History present illness: had some problem with the mesh and seen by dr. Buckley outpatient. Recommended removing the mesh. Done yesterday. Exam: abdominal binder at this point of time. (B)(6) 2014: (B)(6). Discharge summary. Admit: (B)(6) 2014. History: 43-year-old female presented to undergo elective explantation of mesh with repair of ventral hernia. Past medical history: neuroendocrine tumor from appendix, right hemicolectomy at roswell two years ago, close surveillance program, yearly cat scan. Family history neuroendocrine tumors. Ovarian cysts. Obesity. Social history: does not smoke tobacco. Hospital course: underwent explantation of mesh repair of ventral hernia with implantation of stratus graft 10 x 16. Tolerated well. Jackson-pratt drain in place. Jp drain removed. 30th of may after examining patient and reviewing laboratory data, tolerating regular diet and pain being controlled. Deemed good candidate for discharge. Discharge information: no heavy lifting, no repetitive twisting motions, no vacuuming, sweeping or raking, laundry or yard work until seen in office. Unable to drive until seen in office. Unable to work until seen in office, follow-up: dr. Buckley 7 to 10 days. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® biomaterial plus instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 6935983. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral / incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh was seen to configure itself upward puffing up through the center, mesh removal, additional surgery. Additional event specific information was not provided.